Event description:
A peritoneal dialysis (pd) patient reported a fluid leak discovered during an unknown phase and cycle of dialysis. The patient was connected during the incident. The patient noticed when they got up to disconnect, fluid was discovered leaking on the floor from an unknown location. Fluid was not discovered in the pump module area or on the external of the cassette. There were m31 air detected in cassette alarms that occurred during an unknown phase and cycle of dialysis and prior to the leak. The patient attempted to go into the alarm history but began to feel unwell. The patient was advised to call back when the alarm occurred. Upon follow-up, the patient confirmed that fluid was found underneath the cycler on the floor. The patient confirmed that the connections were tight during treatment but could not confirm where the leak originated. The patient stated feeling unwell on (B)(6) 2025 but it subsided the same day. The patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported events. The patient was able to complete peritoneal dialysis treatments using the cycler. The patient confirmed that the cycler sets are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak discovered during an unknown phase and cycle of dialysis. The patient was connected during the incident. The patient noticed when they got up to disconnect, fluid was discovered leaking on the floor from an unknown location. Fluid was not discovered in the pump module area or on the external of the cassette. There were m31 air detected in cassette alarms that occurred during an unknown phase and cycle of dialysis and prior to the leak. The patient attempted to go into the alarm history but began to feel unwell. The patient was advised to call back when the alarm occurred. Upon follow-up, the patient confirmed that fluid was found underneath the cycler on the floor. The patient confirmed that the connections were tight during treatment but could not confirm where the leak originated. The patient stated feeling unwell on (B)(6) 2025 but it subsided the same day. The patient did not develop any adverse events, injuries, or require medical intervention as a result of the reported events. The patient was able to complete peritoneal dialysis treatments using the cycler. The patient confirmed that the cycler sets are available to be returned to the manufacturer for physical evaluation.